Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-23. H6: investigation summary one photo showing a 3ml syringe (p/n 309657) was received. The photo was visually evaluated. The syringe in the photo had its plunger-stopper assembly bottomed out. An unknown medication was present in the syringe beyond the second rib of the stopper up to approximately the 1ml grad line. Additionally, one-hundred and thirty-eight 3ml syringe samples were received in blisterpaks from batch #0358760. Each sample was pressure tested to determine if leakage past the stopper was evident with all samples yielding acceptable results. The source of the defect observed in the photo could not be determined and pressure testing of product from the complaint batch revealed no defects, a root cause could not be determined. Since root cause could not be defined, corrective actions are not necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fluid leaked past the bd luer-lok¿ tip disposable syringe plunger during use. The following information was provided by the initial reporter: "she states the customer, that the dr. Is having issue with the bd syringes seeping through the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo showing a 3ml syringe (p/n 309657) was received. The photo was visually evaluated. The syringe in the photo had its plunger-stopper assembly bottomed out. An unknown medication was present in the syringe beyond the second rib of the stopper up to approximately the 1ml grad line. Visible droplets were also seen in various areas of the barrel beyond the second rib of the stopper. A more complete evaluation could not be performed due to the lack of a physical sample. A physical sample is required for a more thorough evaluation and potential root cause determination. Since root cause could not be defined, corrective actions are not necessary at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fluid leaked past the bd luer-lok¿ tip disposable syringe plunger during use. The following information was provided by the initial reporter: "she states the customer, that the dr. Is having issue with the bd syringes seeping through the plunger."